Manufacturer narrative:
On (B)(6) 2015, arjohuntleigh was notified that the patient involved in the complaint passed away. Despite our best effort, no information about the cause of the death and potential relation with the reported event was disclosed so far. Arjohuntleigh will be trying to obtain additional information relating the new fact revealed by the facility. We will provide a follow-up report based on details we will receive. (B)(4)

Event description:
On (B)(6) 2015, arjohuntleigh received further information about the patient's outcome.

Manufacturer narrative:
This is a follow-up 2 report (the follow-up 1 report was submitted on (B)(6) 2015), concerning the reportable issue on sara plus standing hoist. As per additional information notified by the customer facility (dated on (B)(6) 2015), the patient involved in this particular complaint passed away. Despite our best effort, the customer facility appeared to be taking a more restrictive approach, not responding on our voicemails. In respect to this information, this may be a sign that we may end up with some questions unanswered. Nevertheless, the investigation conclusions presented in the final report (submitted on (B)(6) 2015) remain unchanged and at this point we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that while the resident was seating on the toilet, they lost their balance and fell to the floor. During the reported incident, the patient was left without supervision of caregiver personnel. The resident was being secured in the toileting sling, attached on sara plus device. As a consequence of this event, patient received a serious injury which was described as leg and hip fracture. When reviewing similar reportable events for sara plus devices, we have found a number of cases related to the failure: user did not follow the device instruction for use (IFU) recommendations since that appears to be most related to the investigation findings. The occurrence rate of a reportable complaint with this fault description is relatively low. When the event occurred, it can be argued that the device was used for treatment of a person, and therefore it played a role in the event. Note that even although this might be the case, and that is the reason we have decided to accept the complaint and investigate it, in the end the event description is that the person fell from the toilet and not from the device. There appears to be a possibility that the device was not involved at all. Nevertheless we decided to investigate as if it was. Since despite our best efforts there is no information or indication of any defect, it is assumed that no device failure occurred. From that we (arjohuntleigh) conclude that our device met the manufacturer specification requirements during the time of the issue. Please note that the sara plus is an active resident lift. This means the person to be raised to stand and to be transferred with the lift, is intended to have an active participation in the transfer process. In other words, the intended user group as indicated in the device labelling, is mentally and physically capable of at least partial standing capability and stability. In these case, the resident lost his stability while sitting on the toilet and from that perspective it appears a number of use errors caused the event. The most relevant use error being a failure of evaluating the person before attempting to transfer practice or a failure choose of the device for the involved patient's health state. Additionally, it was confirmed that the resident was left on the toilet unattended. It was confirmed that no device tip or fall over occurred what might confirm that at the time of incident the patient was not attached on the supporting sling. In conclusion, with the information received we (arjohuntleigh) have been able to establish that a number of use errors caused the event. When the IFU would have been followed and the professional assessment of the patient would be provided before transfer and the patient was still secured in the sling, the event would have been avoided. From this evaluation it is would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
Arjohuntleigh received a complaint where it was indicated that while the resident was seating on the toilet, lost their balance and fell to the floor. During the reported incident, the patient was left without supervision of caregiver personnel. The resident was being secured in the toileting sling, attached on sara plus device. As a consequence of this event, patient received a serious injury which was described as leg and hip fracture.